Manufacturer narrative:
Thus-far, attempts by adc to retrieve the product have been unsuccessful. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low sensor scan result while wearing the adc freestyle libre sensor as compared to a competitor¿s brand meter. On (B)(6) 2021, the customer could not recall experiencing glycemic instability symptoms and "thinks" she may have had a seizure. The customer was provided food by a non-healthcare professional for treatment. No further treatment was provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low sensor scan result while wearing the adc freestyle libre sensor as compared to a competitor¿s brand meter. On 28-aug-2021, the customer could not recall experiencing glycemic instability symptoms and "thinks" she may have had a seizure. The customer was provided food by a non-healthcare professional for treatment. No further treatment was provided. No further information was provided. There was no report of death or permanent injury.